Event description:
Wound care rn reports opening up a kendall tendersorb wet pruf abdominal pad (8x10 inch in size) and noted there was a large insect trapped between the padding and the netting. Obviously, this occurred during manufacturing. The pad was saved for evaluation purposes. The pad was not applied to the patient. Rn caught prior to procedure.